Event description:
It was reported that the surgical fiber functioned "for a short while" during a prostate procedure. Pt outcome: "no damages to the pt". No further info was available.

Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap exhibited radial fractures, both distal and proximal to the fiber/cap fusion zone. The metal cap exhibited moderate char and melting at the output window. The fiber/glass cap receded back into metal cap and the fiber proximal to the fracture was found to rotate independently of the metal cap. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.